Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("device remained embedded despite removal of her fallopian tubes/ migration of essure device") and pelvic pain ("extreme debilitating pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("extreme debilitating abdominal pain"), anxiety ("anxious"), depression ("depressed"), complication of device removal ("device remained embedded despite removal of her fallopian tubes"), gastric disorder ("stomach problems"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (will have to ultimately undergo a hysterectomy) and surgery (undergo pelvic surgery for removal of the essure devices on 27-mar-2017.). Essure was removed on 27-mar-2017. At the time of the report, the embedded device, dyspareunia, abdominal pain, anxiety, depression, complication of device removal, gastric disorder, female sexual dysfunction, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, bladder disorder, complication of device removal, cystitis, depression, dyspareunia, embedded device, female sexual dysfunction, gastric disorder, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received. Event added: stomach problems, apareunia(inability to have sexual intercourse), bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, stomach pain. Event migration of device location of device was clubbed with the event device remained embedded despite removal of her fallopian tubes. Event outcome was updated for the event: pelvic pain, stomach pain. Reporter information was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device remained embedded despite removal of her fallopian tubes") and pelvic pain ("extreme debilitating pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device remained embedded despite removal of her fallopian tubes". In 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("extreme debilitating abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (will have to ultimately undergo a hysterectomy) and surgery (undergo pelvic surgery for removal of the essure devices on (B)(6) 2017.). At the time of the report, the embedded device, pelvic pain, dyspareunia, abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, embedded device and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.